Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced pocket infection secondary to bacteremia. A revision was performed and the pacemaker along with the right atrial (ra) lead and this right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).